Event description:
Patient reporting right breast has been uncomfortable and a suspected device rupture, diagnosed by ultrasound. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture: observed, one opening on the posterior side assessed, as unidentified (tear) opening. And one opening on the anterior side assessed, as surgical damage (shell thickness was within specification). Pain: unable to observe, since it is a medical event. And is not related to the device. Additional observation: red particles observed. Crease observed, on the device.

Event description:
Patient reporting, right breast has been uncomfortable. And a suspected device rupture. Diagnosed by ultrasound. Device has been explanted.